Event description:
Pt's mother initially reported that her son had redness and was given eye drops. Since f/u and seen by a corneal specialist, she reports that he has permanent corneal damage according to the specialist. F/u attempts to the ecp have been made with no reply to date. This is being filed as corneal damage.

Manufacturer narrative:
Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date there is no confirmation of treatment or outcome of treatment. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.